Event description:
It was reported to the manufacturer that the patient has been hospitalized due to an increase in seizures along with a change in seizure pattern. It was indicated by the reporter that the patient's generator was nearing end of service per the neurologist. It was also indicated by the reporter that the increase is above pre-vns baseline. The relationship between the increase in seizures/change in seizure pattern and vns therapy is unknown at this time. Good faith attempts to obtain additional information regarding the reported events have been unsuccessful to date.